Manufacturer narrative:
Unit received with detached end cap, broken battery tube threads, cracked reservoir tube lip, cracked case display window corner, cracked case reservoir tube window corner, stained address, serial number label and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the side of insulin pump wheres reservoir was broken. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.